Manufacturer narrative:
Investigation summary: one photo was received and evaluated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the photo depicts a 3ml syringe with a red tip cap and cap guard attached. The plunger is drawn to around 1.7ml marking with approximately 1ml of unidentified liquid inside the barrel. What appears to be a crack is visible in the barrel wall between 1.3 and 2ml markings, with potentially another crack between zero and 1ml. Root cause description: it is difficult to tell what the potential root cause for the reported crack(s) in the barrel is. Since the product has been manipulated after leaving the manufacturing plant, it is not possible to determine whether the product¿s manipulation was a contributing factor or whether the defect is associated with the syringe assembly process. Root cause could not be attributed to the syringe manufacturing process at this time. Rationale: no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok¿ syringe was cracked on the barrel, and when used the solution leaked out of the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe was cracked on the barrel, and when used the solution leaked out of the syringe. There was no report of exposure, serious injury, or medical intervention.